Event description:
It was reported that, during surgery, the inner tabs of three (3) mi trial fem head 36 +4 broke off. Device inside the patient. The procedure was able to be completed with the same device. Surgery was not delayed. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation a visual inspection of the returned device confirms two of the inner tabs broke off. The broken pieces were not returned with the device. This device shows signs of excessive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.